Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the thermistor testing, did not rotate and displayed an e2 error code. It was determined that the thermistor was damaged due to normal wear. It was determined that there was no rotation due to a damaged locking mechanism or a worn and damaged motor. It was determined that the e2 error code was due to the damaged locking mechanism or motor. It was determined that the motor was most likely making a noise before it stopped working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that there was a high pitch noise coming from the drill on the motor device. It was further reported that the motor device was not working properly. There was a four minute delay to the planned surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.